Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that a patient underwent implantation of rod on (B)(6) 2016. On (B)(6) 2016, no abnormality was seen by x-ray examination. Rod fracture at t11 and t12 of left side was observed in patient in a x-ray examination performed on (B)(6) 2016. No patient complications were reported. Patient underwent a revision surgery for replacement of the broken rod.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.